Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for under-sensing on their implantable cardiac monitor. No intervention was made. Patient condition was not provided.